Event description:
A customer reported experiencing a cartridge alarm while using the pump during insulin delivery. The customer¿s blood glucose level was displayed as "high," and a corrective bolus was administered via the pump. Technical support resolved the issue by arranging for a replacement pump to be sent to the customer, and the customer was instructed to return the faulty pump. Training on the new pump would be available through their tandem source account.